Event description:
It was reported interrogation of the device revealed alerts for possible output circuit damage and charge time limit has been reached. It was also noted that the patient had presented to the emergency room in (B)(6) 2012 where tachy episodes with multiple aborted shocks were observed. During the lead explant procedure, externalized conductors were observed via diagnostic imaging. The lead and device were explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Externalized conductors due to internal insulation abrasions were found at 9.3-11.5cm and 9.5-12.6cm from the electrode tip. Externalized conductors due to external insulation abrasion were found at 37.9-39.9cm from the electrode tip, consistent with lead friction to the ICD can. The etfe coating was intact at these locations.